Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that the pump powered off after the patient replaced the battery. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. The returned battery cap¿s height and width were within specification. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump performed within specification therefore the investigation was unable to duplicate the initial ¿power¿ complaint. There was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.